Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The fist cylinder had tool marks in the proximal end of the cylinder. The second cylinder had a tool mark in the proximal end consistent with a sharp instrument. The second cylinder had a hole in the distal end of the cylinder consistent with sharp instrument damage. Both cylinders passed the leakage test. Visual inspection of the pump identified the spring was misaligned. The pump passed leakage testing; however, it did not pass activation tests 2 and 3. Visual inspection of the reservoir identified a hole in the kink resistant tubing (krt) consistent with sharp instrument damage. The krt hole did not go through the tubing; therefore, leak testing was possible. The reservoir passed the leak test. Based on the information available and analysis results, there were no device anomalies identified. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). The patient was treated orally; however, no improvement was noted. A surgical procedure was performed in which the existing ipp was removed. There were no further patient complications.

Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). The patient was treated orally; however, no improvement was noted. A surgical procedure was performed in which the existing ipp was removed. There were no further patient complications.